Manufacturer narrative:
The biomedical engineer reported that on log 2, (B)(6) 2019 in ICU, the bedside monitor (g9) in room 528 heart rate (hr) was 160 went in room hr was 79. After further review, a different room had this patient's name in it. The complaint was created to document information noted on department logs from the hospital. The hospital will not be providing any additional information. However, based upon the information provided it appears that the central nurse's station (cns) was monitoring a bedside monitor in room 528 with a hr of 160 and when they went into the room the heart rate was 79. After further review, they found that the patient in the room had the patient name of the person being monitored on the bedside monitor with the hr of 160. It is unclear from the information provided and with no information forthcoming if the cns had a failure or if this was caused by use error, but to err on the side of caution this is being reported. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device.- bedside monitor model: csm-1901a (also called g9), sn: unknown.

Event description:
The biomedical engineer reported that on log 2, (B)(6) 2019 in ICU, the bedside monitor in room 528 heart rate (hr) was 160, went in room hr was 79. After further review, a different room had this patient's name in it. The complaint was created to document information noted on department logs from the hospital. The hospital will not be providing any additional information. However, based upon the information provided it appears that the central nurse's station (cns) was monitoring a bedside monitor in room 528 with a hr of 160 and when they went into the room the heart rate was 79. After further review, they found that the patient in the room had the patient name of the person being monitored on the bedside monitor with the hr of 160. It is unclear from the information provided and with no information forthcoming if the cns had a failure or if this was caused by use error, but to err on the side of caution this is being reported. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer submitted the log entry from the facility stating that "10/24 g9 in room 528 heart rate was 160 went in room hr was 79. After further review, a different room had this patient's name in it." Customer stated they could not provide any information regarding the entry note. Investigation conclusion: due to the lack of information available, an investigation into the reported issue is not currently possible. No risk assessment could be performed. The following fields are not applicable (na) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1 brand name d4 model number catalog number serial number UDI number f9 age of the device g5 PMA / 510k number h4 device manufacture date additional model information: d11 & c2: concomitant medical device. Bedside monitor model: csm-1901a (also called g9) sn: unknown additional information: b4 date of this report f6 date user facility/importer became aware of the event f7 type of report f11 date report sent to FDA f13 date report sent to manufacturer g4 date received by manufacturer g7 type of report h2 if follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that on log 2, (B)(6) 2019 in ICU, the bedside monitor in room 528 heart rate (hr) was 160, went in room hr was 79. After further review, a different room had this patient's name in it. The complaint was created to document information noted on department logs from the hospital. The hospital will not be providing any additional information. However, based upon the information provided it appears that the central nurse's station (cns) was monitoring a bedside monitor in room 528 with a hr of 160 and when they went into the room the heart rate was 79. After further review, they found that the patient in the room had the patient name of the person being monitored on the bedside monitor with the hr of 160. It is unclear from the information provided and with no information forthcoming if the cns had a failure or if this was caused by use error, but to err on the side of caution this is being reported. No patient harm was reported.